Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient experienced tachycardia, hypertension and co2 buildup while using a trilogy evo device. The patient was in the hospital while using the device. The patient recovered from symptoms after the device was replaced. The sales rep visited the hospital to evaluate the device. During evaluation of the device, the rep found that secretions had accumulated and solidified in the exhalation port. The customer stated the obstruction alarm occurred frequently during the event. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a patient experienced tachycardia, hypertension and co2 buildup while using a trilogy evo device. The patient was in the hospital while using the device. The patient recovered from symptoms after the device was replaced. The sales rep visited the hospital to evaluate the device. During evaluation of the device, the rep found that secretions had accumulated and solidified in the exhalation port. The customer stated the obstruction alarm occurred frequently during the event. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.